Manufacturer narrative:
H.6. Investigation: this statement is to summarize findings on the recent complaint against bdtm columbia agar with 5 % sheep blood, catalog number 254071, lot number 1173790 with respect to contamination. Event description: a contamination of the affected batch with filobasidium uniguttulatum was reported. Complaint history review: the complaints trends were reviewed for a period covering 12 months. No similar complaints were registered for the complaints batch. However, additional contamination complaints with similar organisms were received for the complaint product. Therefore, a trend could be identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies from validated production processes. However, in qc release testing several sublots of batch 1173790 violated our internal acceptance quality limit (aql) for sterility. Therefore batch 1173790 was only partially released with a more stringent aql applied. Sample analysis: return samples and pictures were not provided by the customer. Picture samples were provided by the customer showing plates contaminated with a yeast like microorganism filobasidium uniguttulatum. Retain samples of batch 1173790 were analyzed and showed no violation of the aql applied for the partial release of the batch. Evaluation results: the picture samples provided by the customer and our internal investigation confirm the complaint for contamination. In addition, a complaint trend for catalog number 254071 was identified. Therefore, an internal team was formed for investigation purposes. Investigation conclusion: based on our internal investigation we confirm the complaint. A definite root cause for the contamination observed could not be determined yet. However, the investigation team started to implement several improvements. Our effectiveness checks support a significant improvement of the situation caused by the triggered actions. We would suggest to set aside, and not use, any prepared plated media that does not meet the appearance and performance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual).

Event description:
It was reported that while using 4 plates columbia ag 5prct sb 90mm contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " contaminated plates".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ columbia agar with 5% sheep blood catalog number 221263 which is a preamendment device.

Event description:
It was reported that while using 4 plates columbia ag 5prct sb 90mm contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "contaminated plates".